Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an magnetic resonance imaging (MRI) procedure and "it messed up the reading" on their implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.